Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. This noise was oversensed, resulting in pacing inhibition and asystole for the pacemaker dependent patient. It was suspected that the patient's abandoned pacing lead in the right ventricle (rv) was rubbing against the defibrillation lead to cause the noise. A boston scientific technical services consultant discussed trouble shooting the noise and testing lesser sensitivities to see if the oversensing could be mitigated.